Event description:
It was reported that the atrial lead impedance increased from 1000 ohms to 2000 ohms in both unipolar and bipolar configurations. The patient recently had a colon cancer surgery so isometric testing could not be per formed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.